Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 06/05/06, inratio: 2.1, lab: 7.9 (4 days later), mean: 5.0, confidence limits: cannot be determined. Per internal procedure, the calculated mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. The mean is 5.0 and the difference between inr is >2.2. Caller tested in the lab four days later. The time interval greater than 3 hours. The values consider invalid. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 06/16/06, inratio: >7.5, lab, mean:, in range cannot be determined, confidence limits: cannot be determined. Per internal procedure, the calculated mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Per text "during troubleshooting, it was discovered that the sample was run from the draw tube, and fs was not performed." Products misused. Caller didn't follow usual manual. No investigation required.